Event description:
Boston scientific received information that this right ventricular (rv) lead perforated. Initially, the patient complained of chest pain during routine follow up. This rv lead was explanted and a new lead was implanted. The lead was kept by the hospital and will not be returned for analysis. The rv lead was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.